Manufacturer narrative:
The device was not returned for evaluation - the root cause of the event was undeterminable. A record review indicated there were no ncmrs for the device lot involved. Tensile strength testing results was considered passing. No other observations were made during the review that would have directly contributed to the failure mode.

Event description:
Placing nurse was experienced but has only been placing piccs for a few years. The case was uneventful. An us assessment of the vein was done. A 21g access needle was placed and the wire was inserted. Per the nurse did not run the wire back and forth through the needle. I cannot say at this point how much manipulation was done. As the nurse tried to remove the wire he felt resistance. I cannot comment as to whether or not he took any actions to manipulate the anatomy or relax the vessel. At some point he tried to again remove the wire and the tip unravelled in the patient. At some point a fairly long segment of the tip broke off and embolized centrally. The patient was transferred to a larger facility to an ir doc remove the embolized wire. Much of it was retrieved but some had to be left in the patient. I have attached an xray of the indwelling wire. The embolized tip looks like it is knotted.

Manufacturer narrative:
The device was not returned for evaluation. An x-ray image was provided of the device while in use. This image confirmed that the wire was "bunched up" at the distal end during a likely PICC procedure but cannot confirm separation nor determine a root cause of the event. A record review indicated there were no discrepancies or non-conformities for the lot involved during the manufacturing processes and it was made to specifications. Tensile strength testing results were considered passing. Per the incident report, resistance was met during the removal of the guidewire. The guidewire may have been stressed beyond its tensile strength design capabilities. The IFU states -" do not insert or withdraw the guidewire forcibly from any component. The wire may break or unravel. If the guidewire becomes damaged, the introducer needle or sheath dilator and guidewire must be removed together.